Event description:
It was reported that the blunt fill needle precisionglide¿ has a needle defect. The following was received by the initial reporter: we have come across an issue with a lot of needles that we purchased from becton dickinson. It has been brought to our attention that a number of these needles did not have blunted tips, but rather flat sharp end

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: it was reported a number of these needles did not have blunted tips, but rather a flat sharp end. To aid in the investigation, twenty-one samples in sealed packaging blisters and one photo was received for evaluation by our quality team. A visual inspection was performed, and the needle assemblies have a flat needle tip. The photo provided shows a similar needle assembly to the samples received. A device history record review was completed for provided material number 301692, lot 1273700. One related issue was identified, a quality notification was issued, and material was segregated. All processes and final inspections complied with specification requirements. The segregation of the material must not have been effective, and the customer received escapes from this event. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10-oct-2023 h.6. Investigation summary: it was reported a number of these needles did not have blunted tips, but rather a flat sharp end. To aid in the investigation, twenty-one samples in sealed packaging blisters and one photo was received for evaluation by our quality team. A visual inspection was performed, and the needle assemblies have a flat needle tip. The photo provided shows a similar needle assembly to the samples received. A device history record review was completed for provided material number 301692, lot 1273700. One related issue was identified, a quality notification was issued, and material was segregated. All processes and final inspections complied with specification requirements. The segregation of the material must not have been effective, and the customer received escapes from this event. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the blunt fill needle precisionglide¿ has a needle defect. The following was received by the initial reporter: we have come across an issue with a lot of needles that we purchased from becton dickinson. It has been brought to our attention that a number of these needles did not have blunted tips, but rather flat sharp end.